Event description:
This case occurred outside of the USA, in (B)(6) . A doctor notified teoxane of an adverse event on (B)(6) 2024. A patient was injected with teosyal rha 4 in the marionette lines and nasolabial folds on (B)(6) 2024. Then, we were informed that the patient presented with a severe oedema in the left marionette line, probably on the same day. Based on the severity of the symptoms according to the pictures and information received, we assessed this case as reportable to the health authority. On (B)(6) 2024, a local medical expert was contacted to manage this case.  On (B)(6) 2024, we were informed that all the symptoms were resolved. On (B)(6) 2024, the local medical expert informed us that the patient received solupred, a corticosteroid as medical treatment and the patient completely recovered. Thus, this complaint was considered closed.

Manufacturer narrative:
Localized allergic reactions that may manifest as skin oedema within minutes to hours are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.